Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation.

Event description:
It was reported that the patient presented in-clinic for follow up. Upon review, the pacemaker was found on backup mode. The device was restored successfully. The patient was stable.